Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Based on the information on the inspection report, it was observed that the gastrointestinal videoscope exhibited damaged angle parts. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). Further review found there was no reportable malfunction related to the subject device captured in this complaint. The initial MDR was inadvertently submitted as a reportable malfunction. The initial medwatch reported damaged angle parts.; however; it was confirmed that the the issue was angulation wear. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.